Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that although a light was flashing on the pump, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose level was impacted (390 mg/dl). The customer administered a manual injection. Subsequently, the pump turned on and insulin delivery was able to be resumed.